Event description:
It was reported that a malfunction alarm with the code malf 12 occurred, but there were no notable events before the malfunction. The customer's blood glucose level did not exceed 500 mg/dl (27.7 mmol/l), indicating there was no adverse impact. The customer received instructions on how to reset the pump from technical support, and after resetting, the malfunction code did not recur. Customer was advised to continue using the pump and to call back if the malfunction code reappears.